Event description:
Same case as 6000093-2006-00306. It was reported that post coronary drug eluting stenting treatment procedure, a thrombosis occurred. The patient presented with an st elevated mi and was brought to the ccl where they gound the proximalo left anterior descending (lad) artery was 100% occluded at the ostium. A taxus express2 3.5x20mm drug eluting stent was placed in the lad and inflated to 14atm's. The patient received aspirin, ntg and morphine prior to the procedure and angiomax, zofran and narcan during the procedure. Post procedure the patient received aspirin, plavix and beta blocker. Two days later the patient was discharged from the hospital. Five days later the patient collapsed at home and was brought to the ER of a different facility in ventricular fibrillation, was shocked and intubated and transferred to the original treating facility, diagnosed with a right anterior wall mi. The patient was brought to the ccl where a thrombus was found at the proximal edge of the lad stent. An aspiration thrombectomy was performed with minimal success, resulting in timi 1-2 flow. The physician also attempted to treat the thrombus with a cutting balloon and finally placed a taxus express2 3.5x24mm drug elutint stent. It was reported that the patient had been compliant with plavix. The patient was transferred from the ccl to the floor. It was noted that the patient had experienced a stroke when he coded. The patient received a neurology consult after right lower extremity weakness presented which the family said the patient had not experienced before. It was discovered through follow-up with the facility that the patient died nine days post the reintervention. The patient remained intubated and ventilated after the reintervention and did not return to the ccl during that time. Cause of death was reported to be bilateral cerebral ischemic stroke secondary to cardiac arrest, secondary to acute mi. It was also reported that the patient had respiratory failure and pulmonary edema.